Manufacturer narrative:
The pump was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside of the device and passed. There was no motor error alarms noted during testing. The pump has cracked case on the lcd display window corners, minor scratches on lcd display window, crack on the battery tube threads, crack on the reservoir tube window, scratches on the reservoir tube window, and crack on the reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump alarmed for motor error during the rewind. It was reported that the pump would be replaced and returned for analysis. The customer's blood glucose level was reported to be 321mg/dl. No further information provided.